Event description:
The notification received for the (B)(6) study indicated approximately seven months after the index procedure the patient expired secondary to status epilepticus. It was reported that the event is not related to the index procedure but that it was related to the cordis product. Results from the patient's initial eeg showed bilateral periodic lateralized epileptiform discharges. Subsequent eeg showed that she had some periodic sharp bifrontal with interspersed periods of relatively normal background reading. An epilepsy specialist was consulted who subsequently recommended the patient be placed on burst suppression. She did not at any point after the burst suppression regain consciousness. During the index procedure an angioguard rx embolic protection guidewire was delivered to the target vessel. Pre-dilatation and placement of one 9 x 40mm precise pro rx stent in the ostium of the right internal carotid artery (ica) was performed. The site reported a 9% final residual stenosis with no dissection. The patient was discharged three days later with no major adverse event.

Manufacturer narrative:
The post-procedure neurological exam was unchanged when compared to baseline with an (B)(4). Stroke scale score of 0 and a rankin stroke scale score of 0. Pre, post-procedure and discharge: aspirin and clopidogrel. Intra-procedure: heparin. The notification received for the (B)(6) study indicated approximately seven months after the index procedure the patient expired secondary to status epilepticus. It was reported that the event is not related to the index procedure but that it was related to the cordis product. Results from the patient's initial eeg showed bilateral periodic lateralized epileptiform discharges. Subsequent eeg showed that she had some periodic sharp bifrontal with interspersed periods of relatively normal background reading. An epilepsy specialist was consulted who subsequently recommended the patient be placed on burst suppression. She did not at any point after the burst suppression regain consciousness. Status epilepticus is a serious seizure disorder in which seizures do not stop. A seizure is a sudden disruption of the brain's normal electrical activity, which can cause a loss of consciousness and make the body twitch and jerk. Generalized refers to abnormal excessive cortical electrical activity, while convulsive refers to the motor activity of a seizure. Research with paralyzed and artificially ventilated animals concluded that neuronal loss after focal or generalized status epilepticus is linked to the abnormal neuronal discharges and not simply to the systemic effects of gcse. The hippocampus seems especially vulnerable to damage by this mechanism. On a neurochemical level, seizures are sustained by an imbalance of excess excitation and reduced inhibition. Glutamate is the most common excitatory neurotransmitter and the nmda (n-methyl-d-aspartate) receptor subtype is involved. Gamma-aminobutyric acid (gaba) is the most common inhibitory neurotransmitter. Failure of inhibitory processes is increasingly thought to be the major mechanism leading to status epilepticus. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15022722 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.